Event description:
Patient presented to the physician with pain at the ipg site. Physician brought the patient into the operating room, opened the chest incision and determined patient had developed a seroma. Physician removed the ipg, repositioned it, and closed.